Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient visited the emergency room as his arm was showing swelling, redness, inflammation and was infected. The patient was prescribed doxycycline 100mg twice daily for 7 days and was advised to come for check-up after 7 days it would not improve. No information was reported regarding if the sensor wire was confirmed to have been in the arm, or if attempts were done to remove the sensor wire. At the time of contact, it was indicated that the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.